Event description:
The customer reported a suspected positive biological indicator (bi). Attempted to follow-up with the customer regarding whether or not the load was fully recalled or possibly used on patients, the customer was not available.